Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was also performed and no issues were noted. An underwater pressure test was also performed with no issued noted. The returned sample met specification and was found to be conforming product. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was noted during use of a minicap; further described as ¿a drop fell when putting on the disconnection plug¿ and there was a "leak through the minicap". This occurred during use of the device for peritoneal dialysis (pd) therapy, when the patient finished a manual exchange and closed the transfer set. There was no report of patient injury, however the patient was given prophylactic antibiotics as a precautionary measure. No additional information is available.